Event description:
Same case as MFR # 2134265-2009-04124. It was reported that during an iliac artery stenting treatment procedure, two stent dislodgements occurred. The physician was attempting to treat a lesion located in the calcified iliac artery. Vascular access was left primitive iliac. An attempt was made to advance an 8.0x40x75cm express vascular ld stent through another manufacturer's sheath. Excessive force was needed to advance the express ld stent through the sheath, as a result, the stent dislodged inside the sheath. The sheath, with stent inside, was removed and a new sheath inserted to continue the procedure. Next, a 7.0x40x75cm express vascular ld stent was used to treat the lesion. Resistance was met upon advancing the express ld stent delivery system (sds) to the lesion. During advancement, the stent dislodged from the sds in the iliac artery and embolized to the external iliac artery. The pt was taken to surgery to retrieve the stent. The stent was retrieved successfully and the lesion was treated with dilation. There were no reported pt complications as a result of the dislodged stent. The pt was "fine" post-surgery. This product is only ous approved but it is similar to an approved us device.